Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a180104 captures the reportable event of foreign material on the device. Imdrf impact code f2301 captures the reportable event of additional device required. (At the end of the case, the patient was irrigated and the powder was suctioned out.)

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure performed on an unknown date. During the procedure, when the balloon was opened a powdery material dissipated across the field of view. The procedure was completed with another of the same device. At the end of the case, the patient was irrigated and the powder was suctioned out. There were no reported patient complications as a result of this event.